Event description:
Using foot-trol bovie & lateral release electrode, charing was noted at the site where the tip connects to the handpiece. Black soot noted on the surgeon's hands. Setting was 45 cutting 60 coagulation.